Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that light disappeared about two hours into the procedure. Procedure completed using replacement.

Manufacturer narrative:
The product will not be coming in-house for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: light disappeared probable root cause: qc: light transmission inspection qc: resistance inspection design: parallel reed switch circuit, qc: pressure leakage test design: distal end monocoil; proximal handle grip design: puravis gof85 optical fibers qc: functional inspection for magnet. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that light disappeared about two hours into the procedure. Procedure completed using replacement.